Event description:
In order to correct a pseudo-aneurysm the physician successfully delivered a stent at 12 atm for 36 seconds. Bleeding was still present after 3 inflations of the delivery catheter balloon. The physician decided to remove the balloon. At that time the balloon entered the sheath and became stuck. He pulled the catheter and it broke leaving a portion of the catheter and the balloon stuck in the sheath. He also lost wire access. The physician was unable to re-access the vessel. He pulled everything out and held manual pressure to close the access site. The pt was referred to vascular surgery for repair and is doing well.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.